Event description:
As the iab was passed through the introducer sheath, the balloon began to unwrap. The iab was successfully inserted despite of this difficulty. However, at the onset of pumping, the pump experienced helium loss alarms. Due to this, the iab was removed and replaced. There were no pt complications.